Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: all 6 arms and 6 legs were present and intact. All of the limbs were fully expanded. No anomalies were noted. Functional/performance evaluation: all of the limbs were fully expanded. No anomalies were noted. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the image provided, a denali filter with two crossed filter legs at the caudal anchors can be confirmed. Based on the image provided, the location of the filter cannot be determined based on the magnified image. Conclusion: based on the image provided, failure to expand can be confirmed as two legs were crossed at the caudal anchors. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Images were provided and review is currently underway. The device has been received and an investigation of the reported event is currently underway.

Event description:
It was reported that six days post filter deployment during scheduled filter retrieval, guided fluoroscopy demonstrated some filter legs were crossed. A snare device was advanced through the retrieval sheath to successfully capture and retrieve the filter without incident. There were no reported consequences or impact the patient.